Event description:
It was reported that the patient experienced was admitted to the hospital for two weeks due to neurological symptoms lacking balance, numbness of feet and hands, tingling needle feeling in feet and trouble walking.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site:8021545.